Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, this event did not cause any other harm to the child except that it prolonged the surgery time for about half an hour. After x-ray examination, it was confirmed that there was no residual foreign body in the child's body. The child was in stable condition currently. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m h6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle break? -or- did the needle pull off the suture? Was the needle successfully removed from the patient? If yes, was the needle removed during the initial procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? Did the patient experience any adverse patient consequences? Lot number?

Event description:
It was reported that a patient underwent thoracoscopic resection of esophageal lesions on (B)(6) 2023 and suture was used. The patient entered the room at 11:05 for surgery. At 15:38, the doctor had to replace the suture due to insufficient thread length during the process of anastomosing the esophageal fistula. The needle was removed from the 5mm sheath card, but no needle was found. Needle breakage was reported. The surgeon and tour nurse were immediately informed, and the surgery was stopped to search for the needle. The surgeon searched within the scope of the surgical incision, the instrument nurse searched around the instrument table and dressing, and the touring nurse searched for the floor of the operating room, but none of them were found. Immediately call the head nurse to report and search again. Upon request, a bedside x-ray was taken and the surgery was successfully completed at 17:10. Retain the x-film archive. Send the patient back to the ward, and at 18:40, the patient safely returns to the ward. Additional information was requested.